Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the battery charger/modem was unable to recharge a battery. Component j700 was broken off the bedside board. The cause of the failure is the damaged component. The root cause for the damaged component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
During servicing of battery charger/modem sn (B)(4) which was returned for an unrelated reason, a reportable device malfunction was found. The battery charger/modem was unable to charge a battery.